Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level was unknown. The customer was treated with IV for hypoglycemia. The customer states the meter was giving false readings. The customer states they treated for what they thought was a reading of 500mg/dl, and then went low. No further information or assistance provided.